Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing impedance issues from their scs system. Lead diagnostics showed high impedances on all contacts except for contact 13. The patient's system was auto-reducing and troubleshooting was ineffective in resolving the issue. Patient denies any fall or injury. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.